Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, there was an accidental puncture of a side branch of the left subclavian artery which resulted in arterial bleeding. The patient received an immediate hemostasis by suture. The device and leads were implanted and remain in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.